Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3754 showed two other similar product complaint(s) from this lot number.

Event description:
It reported the PICC catheter was maintained for the patient on march 5. The fluid leaked during flushing, and trachoma was found to be damaged in the catheter.